Manufacturer narrative:
Incident summary: the monitoring technician at the hospital reported that on (B)(6) 2023 they had a patient connected to a transmitter that was connected to the central nurse's station(cns) where they believe the cns should have alarmed for two tachycardia events at 2:54am and 6:16am but it did not. There was no patient harm or injury from this but the monitoring technician found it while they were reviewing data. The monitoring technician sent in the event investigation guide and nihon kohden clinical application specialist (cas) reviewed the event investigation guide for the time and date of the event(s) and confirmed that the system should have alarmed for the event at 06:16 am when the event occurred. Nihon kohden technical support requested the monitoring technician to send in the logs from the cns for further review of the event. Investigation notes: according to the cns's log files, it was confirmed that a tachycardia alarm was set to 140 bpm during the time the customer pointed out. As a result of our investigation of the two events at 6:16 am and 2:54 am on 5/8/2023, it seems that neither case did not generate a tachycardia alarm because the average heart rate did not rise to 140bpm or greater. A review of historical data did not reveal any significant trend that would warrant any further correctiive action or suggest any manufacturing and/o design issue, has not been observed. Customer was informed and educated of the findings that the reason the device did not alarm was because the patients heart rate was not above the set limit to trigger an alarm. Attempt #1 05/31/2023 emailed customer via microsoft outlook for all items under the no information section. The monitor technician replied and stated that they are requesting the above information from their information security office before releasing it to nihon kohden and that they could not provide the a2-a6, b6, b7 or d10 information themselves.

Event description:
The monitoring technician at the hospital reported that on (B)(6) 2023 they had a patient connected to a transmitter that was connected to the central nurse's station(cns) where they believe the cns should have alarmed for two tachycardia events at 2:54am and 6:16am but it did not. There was no patient harm or injury from this but the monitoring technician found it while they were reviewing data. The monitoring technician sent in the event investigation guide and nihon kohden clinical application specialist (cas) reviewed the event investigation guide for the time and date of the event(s) and confirmed that the system should have alarmed for the event at 06:16 am when the event occurred. Nihon kohden technical support requested the monitoring technician to send in the logs from the cns for further review of the event.

Manufacturer narrative:
The monitoring technician at the hospital reported that on (B)(6) 2023 they had a patient connected to a transmitter that was connected to the central nurse's station(cns) where they believe the cns should have alarmed for two tachycardia events at 2:54am and 6:16am but it did not. There was no patient harm or injury from this but the monitoring technician found it while they were reviewing data. The monitoring technician sent in the event investigation guide and nihon kohden clinical application specialist (cas) reviewed the event investigation guide for the time and date of the event(s) and confirmed that the system should have alarmed for the event at 06:16 am when the event occurred. Nihon kohden technical support requested the monitoring technician to send in the logs from the cns for further review of the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. The monitor technician replied and stated that they are requesting the above information from their information security office before releasing it to nihon kohden and that they could not provide the a2-a6, b6, b7 or d10 information themselves.

Event description:
The monitoring technician at the hospital reported that on (B)(6) 2023 they had a patient connected to a transmitter that was connected to the central nurse's station(cns) where they believe the cns should have alarmed for two tachycardia events at 2:54am and 6:16am but it did not. There was no patient harm or injury from this but the monitoring technician found it while they were reviewing data. The monitoring technician sent in the event investigation guide and nihon kohden clinical application specialist (cas) reviewed the event investigation guide for the time and date of the event(s) and confirmed that the system should have alarmed for the event at 06:16 am when the event occurred. Nihon kohden technical support requested the monitoring technician to send in the logs from the cns for further review of the event.